Event description:
It was reported that the nurse stated over the weekend on (B)(6) nurses reported probes were not correlating and they were getting an alarm 14 (patient temperature 1 probe out of range), alarm 15 unable to obtain a stable patient temperature, and alert 50 (patient temperature 1 erratic). Advised it was important for the nurses to call in when these alarms/alerts are actively going off. They could troubleshoot in the moment and determine resolution or if the device needs further evaluation and repair. Since device was not in use currently, suggested to loop in biomed and notify them of the alarm 14, 15, and alert 50. They could evaluate the device and temperature in cables. Suggested they call so that they could consult with engineering team. Biomed trying to identify part number for temperature in cable. Emailed pdf depiction of temperature cables with end connector details and item numbers.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a temperature cable failure. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the serial number is unknown. No additional actions are needed. Correction: d, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated over the weekend on 12/6 nurses reported probes were not correlating and they were getting an alarm 14 (patient temperature 1 probe out of range), alarm 15 unable to obtain a stable patient temperature, and alert 50 (patient temperature 1 erratic). Advised it was important for the nurses to call in when these alarms/alerts are actively going off. They could troubleshoot in the moment and determine resolution or if the device needs further evaluation and repair. Since device was not in use currently, suggested to loop in biomed and notify them of the alarm 14, 15, and alert 50. They could evaluate the device and temperature in cables. Suggested they call so that they could consult with engineering team. Biomed trying to identify part number for temperature in cable. Emailed pdf depiction of temperature cables with end connector details and item numbers.